Event description:
Procedure type: urogynecological. According to the reporter: pt's attorney alleged a deficiency against the device. Product was used for therapeutic treatment. Align urethral support system - hook + halo was reported to be used/implanted during this procedure. Additional information from the importer report: additional information has been requested, but not yet received.

Manufacturer narrative:
(B)(4).